Event description:
Spoke with pt who stated she is having a lot of difficulty getting the diluent out of the vials using the needle and syringe. She stated when they try to pull back on the syringe to pull the diluent up it is extremely difficult and then when they let go the diluent gets sucked back into the vial. Pt recently switched to the diluent vials from the bags which she has been using for the past several years. Advised the pt to add equal air to the vial first before pulling back the diluent into the syringe~ this will create positive pressure in the vial and not cause the vacuum that is pulling the diluent back into the vial. Will still send mini spikes to the pt to use with the vials going forward and advised with the mini spike IV disp pin it is vented so air does not need to be added to the vial when using those.